Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a drawer unable to stay closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the process automation system (pas) double height matrix bin, where the latch was not fully engaging to secure the drawer in the closed position. A field service engineer initially attempted to readjust the latch component by manipulating the red lever; however, this did not resolve the issue. Further inspection led to the readjustment of the black bar and reassembly of the latch component. After the entire assembly was realigned, the latch successfully achieved full closure. Diagnostics were then used to test the matrix bin multiple times, confirming that all sensors accurately detected the drawer in the closed position. The customer subsequently tested the drawer using the es application and was able to successfully recover the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a drawer unable to stay closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient.there were no adverse events or injuries reported based on this event.